Event description:
Reporter states that 2 cna's were lifting patient from bed to chair and utilizing the lift and while lowering, the patient tipped over and fell to the floor. Patient sustained two fractured legs. Patient is casted and currently doing well.